Event description:
Customer called lfs in 2002 alleging their ot basic meter would not power on. The issue was unresolved with troubleshooting. The customer did experience symptoms of low blood sugar, customer treated self by drinking orange juice. Customer felt better one hour later. No further info has been reported. The meter has been replaced for the customer.